Manufacturer narrative:
Upon further review, it was learned that some information was inadvertently missed in the 1st follow-up MDR submitted. The replacement lens was a model zkb00, 23.0 diopter lens. There was no patient injury, no adverse events, patient well. Also, the section below is updated. Section b3: date of event: (B)(6) 2020 section. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d10. Device available for evaluation? Yes. Returned to manufacturer on: 10/21/2020. Section h3. Device returned to manufacturer? Yes. Device evaluation: the complaint lens was received in a lens case. Additional documentation was received as well. Visual inspection under magnification revealed viscoelastic residue on the optic body, and that the lens was received cut in half, which is consistent with a lens handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaint received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is (B)(6) 2020. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a doctor explanted an intraocular lens (iol) due to lack of distance visual acuity and near visual acuity from patient. There was no incision enlargement, no vitrectomy and no sutures performed. No patient post-explant injury occurred. No other information was provided.